Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility licensed practical nurse (lpn) reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The cause of the leak is unknown. It was unknown if the blood leak was noted as being an external or internal blood leak. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. It was unknown if blood test strips were used or if there was any defect or damage noted on the dialyzer. It was unknown if there was any patient injury, adverse event, or medical intervention, or if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. It was reported the sample is available to be returned to the manufacturer for evaluation. Additional information was requested, however to date a response has not been received. There was no indication in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention.

Manufacturer narrative:
Correction:report source consumer.

Event description:
A user facility licensed practical nurse (lpn) reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The cause of the leak is unknown. It was unknown if the blood leak was noted as being an external or internal blood leak. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. It was unknown if blood test strips were used or if there was any defect or damage noted on the dialyzer. It was unknown if there was any patient injury, adverse event, or medical intervention, or if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. It was reported the sample is available to be returned to the manufacturer for evaluation. Additional information was requested, however to date a response has not been received. There was no indication in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. During the lot history review it was noted that there were two other complaints reported against the lot. Both complaints address foreign matter observed in the combi set after priming; one complaint was confirmed with a sample and the other complaint did not have a sample. There are no other leaks of any kind previously reported against this lot number. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility licensed practical nurse (lpn) reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The cause of the leak is unknown. It was unknown if the blood leak was noted as being an external or internal blood leak. It was unknown how long into treatment the leak occurred. It was unknown if the hemodialysis machine presented with an alarm. It was unknown if blood test strips were used or if there was any defect or damage noted on the dialyzer. It was unknown if there was any patient injury, adverse event, or medical intervention, or if the patient was able to complete treatment. The patient¿s estimated blood loss was unknown. It was reported the sample is available to be returned to the manufacturer for evaluation. Additional information was requested, however to date a response has not been received. There was no indication in the initial report that the patient experienced a serious injury, adverse event, or required medical intervention.